Event description:
It was reported that approximately 2 months post implantation of a 3d hindfoot cage, the patient presented with pain and increased edema with fluctuance. The lateral ankle joint was aspirated and the culture was negative. 3 weeks later, the patient underwent removal of the tibial screw proximally from the intramedullary nail for dynamization due to lack of fusion. Approximately 8 month post implantation, the patient underwent an amputation due to continued pain. Attempts have been made and all available information has been provided.

Manufacturer narrative:
B)(4). A2: year of birth: 1965. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.